Manufacturer narrative:
A brand name, model, UDI or manufacturer lot code were not provided. With no means to determine the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
The information provided indicated the consumer reported that upon removal pieces of the tampon remained inside. Medical was seen to remove the rest of the pieces. Diagnosis was vaginal infection and she was prescribed vicodin for pain. Consumer experienced pain, heavy bleeding, and cramps.